Event description:
The customer reported that a communications error was being displayed on the c-arm display when subtraction mode or road map mode of operation was being performed. An altrnate c-arm was brought in to finish case. System was removed from service until repairs can be affixed, alternate systems onsite to perform cases.

Manufacturer narrative:
The ge confirmed customer request. System displayed communication error while trying to perform subtraction mode of operation and roadmap, cine playback was not being displayed on right monitor during initial testing either. The fluor lamp on the workstation would stay energized during the communications failure, the right monitor would display live in the lower left hand corner of the left monitor. No fluoro beep and no x-rays were being produced during the communications failure message. The image on the left display would change when the communications error was present on the generator, after the image was done processing, approx between 20 and 60 seconds after the communications error was displayed, the communications error would clear on the generator display, and the system could fluoro until the operator tried to use roadmap or subtraction feature again. Checked all dc voltages, dc voltages were iaw the service manual, reformatted cine drive, flashed nodes, and reloaded software. Loaded cal files back onto system utilizing utility suite/ran advanced diagnostics routines in utility suite, all test passed with the exception of the cine drive test. Tested system after software reload, same symptom prevailed. Reseated image processor, no change in system performance. Reseated cine bridge board, no change in status. Removed and inspected all circuit boards inside workstation, no apparent visual damage or bulging capacitors on circuit boards. Inspected backplane, no apparent damage visible. Inserted all circuit boards into their proper locations. Booted system and test operated system, system would not fail with a communications error. Ran system through several fluoro routine utilizing roadmap.